Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. In addition, the returned device analysis found the posterior foot was separated and was not returned. The foot separation was not noted by the user. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps / instructions was added to capture no femoral angiogram performed and the use of one proglide suture to close a puncture exceeding 8.5f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous transluminal aortic valvuloplasty (ptav) interventional procedure. No femoral angiogram was performed. Reportedly, cuff misses occurred with both proglide devices. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 12f and the ptav procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.